Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error alarms noted. No damage on electronic assemblies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had a open book image. The customer¿s blood glucose was 130 mg/dl. Customer was sleeping and insulin pump received open book image. Troubleshooting was performed for open book image. Advise to discontinue use of the pump and recommended customer refer to back up plan. The insulin pump will be returned for analysis.